Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with bd maxzero¿ multi-fuse extension set with needleless connector that "the distal most part of the quad that attaches to the patient was cracked". The following information was provided by the initial reporter: it was reported by customer that "the distal most part of the quad that attaches to the patient was cracked".

Event description:
It was reported that during use with bd maxzero¿ multi-fuse extension set with needleless connector that "the distal most part of the quad that attaches to the patient was cracked." The following information was provided by the initial reporter: it was reported by customer that "the distal most part of the quad that attaches to the patient was cracked."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 27-feb-2023 . H6: investigation summary a complaint of cracked component was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. Cracks were seen in the male luer. A device history record review could not be performed on model mz9275 because the lot number is unknown.